Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, one of the cutters broke off in the patient's leg. The piece was able to be retrieved without incident. No blood loss. There was a delay for 30 minutes. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2017. (B)(4). The root cause of the reported event cannot be determined since the sample was not returned nor the lot # provided for evaluation. Device history records for the product produced 3 months before the date of event were reviewed - no anomalies were found related to the reported event. A potential cause for the fracture of the v-cutter is that the excessive force applied to the distal end of the v-cutter during an operation while entering into the tunnel causing it to brake. It is likely that the damage to the v-cutter occurred during handling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.